Event description:
The customer representative reported that the patient sustained a leg fracture during a transfer. The exact circumstances leading to the injury are unknown. The lift was inspected, and no damage, malfunction, or anomalies were identified. The device was found to be functioning as intended.